Event description:
It was reported that the device reached elective replacement indicator (eri) one day prior to the patient's death. The cause of death was suspected to be ventricular fibrillation but was not confirmed. It was also noted that as the device reached eri it was inconclusive as to if the device operation contributed to the death. A cause of death was requested and not received. Additional information was received and reported the patient's cause of death as natural with the secondary cause of death reported as arrhythmia due to tetralogy of fallot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator (eri) one day prior to the patient's death. The cause of death was suspected to be ventricular fibrillation but was not confirmed. It was also noted that as the device reached eri it was inconclusive as to if the device operation contributed to the death. A cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.